Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
The patient was hospitalized in our hospital for "hemoptysis" more than 2 years ago. After bronchoscopy, the biopsy pathology showed: (left upper lobe apex, left lower lobe posterior basal segment) malignant epithelial tumor (squamous cell carcinoma is considered first). Immunohistochemistry showed: according to the results of immunohistochemistry marking, combined with morphological diagnosis (left upper lobe apex, left lower lobe posterior basal segment) squamous cell carcinoma. Diagnosis "left lung squamous cell carcinoma, ct4n2m1iv stage". Later, immunotherapy, chemotherapy and radiotherapy were given, the details are unknown, and later because of intolerance, chinese medicine treatment was given. The last time he was hospitalized in our department, he was diagnosed with "1. Obstructive pneumonia 2. Type I respiratory failure 3. Lung malignancy (left lung squamous cell carcinoma) 4. Follow-up examination after combined treatment of malignant tumors 5. Esophageal tumor (tumor first examination) 6. Esophageal stenosis 7. Multiple enlarged lymph nodes in the retroperitoneum of the upper abdomen 8. Low-protein malnutrition 9. Simple renal cyst 10. Mild anemia", and was discharged automatically after anti-infection, expectoration and cough relief. One day ago, the patient's eating obstruction worsened, accompanied by fever, with the highest body temperature of 38c, no fear of cold and chills, cough and sputum, large amount of sputum, white and sticky sputum, which can be coughed up, with blood in the sputum, no dizziness and headache, no drowsiness and syncope, no impaired consciousness, no chest pain and radiating pain in the neck and shoulders, no palpitations, no hemoptysis and blood in the sputum. On (B)(6) 2024, he came to our hospital for further diagnosis and treatment, and was planned to be admitted to the hospital for "supportive treatment of malignant tumors". At 12:08 on (B)(6) 2024, a peripherally inserted central venous catheter kit and accessories were used to insert a catheter in the right forearm. During the catheterization process, the sheath could not enter the blood vessel, and the front end was found to be significantly deformed, which resulted in unsuccessful catheterization of the patient. A new peripherally inserted central venous catheter kit and accessories were immediately taken for insertion. There was no abnormality during the use process, and no other injuries were observed in subsequent observations. The catheterization time was prolonged and the pain of catheterization was increased. No other information was provided.